Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3387s-40, lot# va0611m, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI# (B)(4); product ID: 3387s-40, serial/lot #: va0611m, ubd: 19-nov-2015, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient was at a play on saturday night and their head started to hurt where the tunneling starts. When the patient got home she wanted to have the system shut off, her head was so tender. When the patient shut off the system the pain in the wire and down the neck went away but the soreness up where the wire is constantly there and pain is at a 7. The patient turned off the system last night because of a sharp stabbing pain going from top where the horn is to the back. The patient felt weird like she was going to start having dystonia storm like whole body might lock up. The caller stated the patient was having problems last year but now it is worse. If you touch the part of the head where the horn is patient comes unglued. The caller says the patient is only 12 and just a kid. They stated a doctor suggested a skull xray to see if there was any current leakage. Patient has never had so much pain in the horn. Caller states no falls and she can not think of anything else that has happened except patient has grown a lot in the past year. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot# va0611m, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating they were awaiting the results of the skull x-rays to investigate the integrity of the stimulators to determine the cause. The mother of the patient was instructed by the hcp to not touch the site. It was unknown if the issue was resolved as the hcp had not contacted the mother of the patient since 2019-mar-05. It was reported the patient had an appointment scheduled for (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that it was not discovered via x-ray, it was reported to family by the neurosurgeon. The system has been repeatedly checked for impedances. All therapeutic lead in vie have had normal impedances. However, patient continues to complain inconsistently and intermittently. The neurosurgeon has agreed to change out the extension wires. Operation date is pending. The issue is not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the patient was experiencing chest pain surrounding where the ins' are placed and it was greater on the right side than the left side. They described it as a burning, sharp sensation that even causes foot pain. The patient cries and balls due to the pain. They couldn't even stand up long enough to do a dance or their vocals. The caller stated the patient went to the doctor (hcp) and a current leak was discovered by x-ray on the right side but the hcp told the caller to keep a log of the patient's pain and go home because they would be fine. They checked the current leak twice, then called a couple days later saying there was nothing wrong with the patient. The caller stated a current leak can't be checked on an x-ray and the patient was not fine. They have to turn the devices off for the chest pain to go away and it helps by 90%, but when the device is off they experience dystonia. It was suggested for the caller to follow-up with hcp to discuss symptoms and the ins status.